Manufacturer narrative:
The insulin pump had intermittent up button response due to moisture damage keypad traces. No unexpected numbers ramping and scrolling during testing. The insulin pump had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that numbers would scroll and would not stop when the keypad was pressed. The customer's blood glucose was 224 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.